Event description:
It was reported that during a scheduled screw removal surgery from a female pelvis, four hollow reamer tubes had the cutting teeth break off in the bone. All fragments were retrieved from the bone during the surgery. There was a time delay due to the breaking of cutting teeth but is not known how long. The surgery was completed successfully and there was no harm to patient. There were x-rays taken due to the event. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.